Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc evaluated the instrument data and verified that the data stream to the lis was correct. The centralink did not send an (B)(6) confirmatory result to the lis. The cause of the customer releasing an (B)(6) confirmatory result was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained on one patient sample and was sent to the centralink data management system. The initial (B)(6) resulted below the cutoff, requiring confirmatory testing. Repeat testing and confirmatory testing were properly ordered by the system. The customer went into the laboratory's information system (lis) and erroneously reported a (B)(6) confirmatory result, prior to one being obtained. The customer sends all confirmatory testing to an alternate facility. The customer sent a corrected report to the physician(s), that a confirmation test was pending for (B)(6). The corrected (B)(6) confirmatory result for this patient is unknown. There are no reports of patient intervention or adverse health consequences due to the customer releasing an (B)(6) confirmatory result.